Event description:
A health care professional reported that while demonstrating an adc meter to a patient after the blood test was done on a patient hcp had difficulty removing the cap from the lancing device "which appeared stuck" and "accidently lanced her own finger when the cap gave way". It was further reported that health care professional was treated with bandaide ("plaster") and had unspecified blood tests "as a precaution" since "the lancet had already been used on a patient". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a correction report. This section has been updated to reflect the correct information.

Manufacturer narrative:
Note: the lancing device manufacture date is unknown, the date entered, is the date when abbott diabetes care became aware of this medical event. All pertinent information available to abbott diabetes care has been submitted. This is a final report. The lancing device was discarded, hence no product investigation will be undertaken.